Event description:
Trial insert broke when surgeon impacted trial into place.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the device was not returned for analysis, a photo of the trial component however was provided. The device was fractured on the underside of the tibial insert trial. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Trial insert broke when surgeon impacted trial into place.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device: discarded.